Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was headache. The patient was experiencing headache and tinging to her left hand on the final date of her spinal cord stimulator trial. The headache and tingling resolved once the leads were pulled. The symptoms were attributed to possible lead migration. The outcome was resolved without sequelae. Interventions included explanting and not replacing the trial leads. Diagnostics included an examination which showed a headache and tingling to the left hand that resolved once the leads were pulled. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure.